Manufacturer narrative:
The product was returned. Solution is dried on the lens. A light in color fiber like foreign material was observed on the haptic and two small pieces of dark in color fiber like foreign material was observed on the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the observed foreign material. The presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and the condition of the returned sample, we cannot verify the foreign material was present when opened. The origin is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure foreign material was found on the lens. The lens was replaced and the procedure was completed with no patient harm. Additional information has been requested.